Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: samples of drain with connector were received for evaluation, during visual inspection it was found that both the samples were cut nearby the black dot (housing area), and the drains got shortened. No non-compliance related to rust like substance was found. Both the drains were checked functionally, and found in compliance. As per standard practice, 100% suction test was performed on the product. Also, 100% visual inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. No scope to miss such defect, at manufacturing / release stage. Retention sample is not checked, as the lot no. Of the complaint is unknown. During investigation of the complaint, batch manufacturing records and retained sample review could not performed, as the lot number of the complaint was unknown. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of scope. Note: events reported on: mw# 2210968-2023-05852, mw# 2210968-2023-05853, mw# 2210968-2023-05906. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a colorectal anastomosis on an unknown date and a drain was used. An unspecified issue occurred. There were no adverse consequences to the patient. Upon receipt and analysis of the drain, the product was noted to have been cut near the black dot and the drain was shortened, either cut or broken.

Manufacturer narrative:
Product complaint # : (B)(4). Additional information provided: a rust-like substance came out of the patient¿s body (within the reservoir). The surgery was a case of colorectal anastomosis. The substance was found 4-7 days after drain insertion. Three blake drains and two j-vac reservoirs were used. Both reservoirs were found to have substance in them. -surgeon's comment-¿I don't think the substance identified in this case originated from the patient's body. The patient's progress is good, so I believe that it is most likely not an anastomotic leak. The surgeon commented the following. : after the surgery, when the j-vac was drained, a nurse washed j-vac with saline solution and then resumed negative pressure. However, nothing withdrew from the abdominal cavity. Therefore, the nurse left the j-vac for 4 days. Probably this is the cause of rusting. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. How was the product stored?:unk. Was the product packaging properly sealed when opened?:unk. Do you have any pictures of the rust-like substance that was found on the reservoir?the device will be returning, so we will observe the device when we receive it. Please confirm the patient did not present any symptoms or had any consequences: no were both involved products used on the same procedure? :yes. Did both involved products report the same issue? :yes. What is the product code of each involved blake drain?: additional drains : 2232. What is the lot number of each involved blake drain? :unk. Did this issue contribute to any patient adverse event? : no. Please clarify, was suction achieved properly by using both involved devices? : yes. Did either reservoir fail to work (achieve suction) at any point during usage?: no. Please confirm there were no quality issues in regards to the blake drains involved : no issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.